Event description:
Reported by the complainant as follows... Cvt representative had reported a concern with fms; supervisor/another country at the hospital provided a colonoscopy report to the rep which he has faxed to me. Pt is a male admitted in 2007. No other information has been provided other than at some point an fms device was inserted and pt later experienced a lower gi bleed and unk length of time after insertion. Approx three months later, pt was found to be passing blood via rectum. Fms was discontinued (date unk) and a colonoscopy was done on the same day, which showed a mid rectal ulcer encompassing 1/2 of rectal wall.